Manufacturer narrative:
(B)(4) concomitant medical devices: ep-200152 ¿ e1 active articulation bearing ¿ 530950; 650-1159 ¿ delta ceramic head ¿ 2019102612; 192413 ¿ echo stem ¿ 925640. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biome for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04328.

Event description:
It was reported that patient a hip revision approximately 1 month post implantation and a second revision approximately 1 month after that due to dislocation and dissociation of the head and bearing. It was reported that the patient experienced a fall. Attempts have been made and additional information on the reported event is unavailable at this time

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were reviewed by a third party hcp and noted superior left hip dislocation of the left hip total arthroplasty which may have been the result of a possible oversized cup. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. The patient was putting on socks that could have contributed to the dislocation of the bearing from the cup and therefore this device is considered to be not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.